Event description:
A peritoneal dialysis (pd) patient reported during fill 1 of 6 that the cycler alarmed for a heater bag issue. She was unable to clear the alarm. She discontinued treatment. When she opened the cassette door to remove the set she found fluid had leaked. She was advised to discontinue using the cycler and to contact her pd nurse. She completed treatment manually. The set was discarded. During f/u, the patient reported that her effluent has remained clear. She did not have any signs of infection. She had not contacted her pd nurse as instructed. Her pd nurse was contacted and informed of the event. No antibiotics were prescribed. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.